Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm occurred. A new cartridge was loaded to address this issue and the customer received an inaccurate fill estimate. A new cartridge was loaded resolving both of these issues. Additionally, it was reported that the customer received a cartridge alarm (alarm 09). Reportedly, the cartridge had been filled with 450 units of insulin. A new cartridge was loaded resolving this alarm. Blood glucose level ranged between 123-160 mg/dl.